Event description:
My daughter had a reaction to the dexcom adhesive. It produced a burn like rash. We changed it and she got the same rash/burn on her other arm. We now have to cut off the adhesive and put a barrier between her skin and the dexcom. FDA safety report ID #: (B)(4).